Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test alarm. Customer stated the contacts on the battery cap were not missing or damaged. Customer was able to clear the alarm and rewind the insulin pump. Customer stated that the insulin pump passed self test. The customer was assisted with troubleshooting and issue resolved. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged failed battery test found on (B)(6) 2021. The pump passed the displacement test, sleep current test. Unit failed the active current measurement test due to high current. Unit failed to pass the self-test due to pump error 63 occurring during testing. Successfully downloaded history files and traces using thus. Pump error 63 variable 03) occurred on (B)(6) 2022 02:00 pm esf# nan, line#380, file#37 during testing. Failed battery test occurred on (B)(6) 2022 05:43 pm on event date in history files. This was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found evidence of moisture damage on pcb 1 & force sensor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, cracked belt clip rails, cracked retainer, partially detached retainer, keypad overlay texture damage. Failed battery test is not confirmed. Cosmetic damage at retainer ring is confirmed. Unexpected battery power loss & charge/battery lasts less than expected is confirmed and isolated to pcb 2. Pump error 63 (variable 03) is confirmed due to cracked soldered joint u1 (pin 06). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.